Manufacturer narrative:
In the previous report, device name was given as "dreamstation" which is now corrected/updated to dreamstation auto CPAP. Additionally, the UDI number, manufacture date and reason device not evaluated are corrected/updated in the report.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation. During the evaluation, foam particles were visible.